Manufacturer narrative:
Concomitant products: product ID: 37743 serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product(B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the reporter went to turn the device down and it turned off. The reporter was not able to turn it on and off with the patient programmer but did not try the recharger. The reporter noted that there was a power on reset (por) 0x200 on the clinician programmer which was the watchdog time out error. It was noted the stimulation was fine but the patient felt weak stimulation and the device was charged up to full. The reporter noted there were 4-6 coupling bars due to the implantable neurostimulator (ins) depth. It was noted that the por was cleared and the time was reset on the clinician programmer. The patient turned it back on and stimulation returned. The issue was resolved. It was verified that the patient programmer worked with no issue. It was further reported that the patient was seen at the clinic on (B)(6) 2014 with the device por. It was noted that the cause of the por was undetermined but they thought it might have been something environmental that the patient came in contact with that may have caused the por. The reporter noted the patient was in her bedroom when the device stopped working and would not allow her to recharge the device. It was noted that the patient had a loss of paresthesia and that the device would not turn on. The por was reset and the patient reported consistent paresthesia coverage as she had before the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.